Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and bladder suspension, post hysterectomy and an unknown mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent transvaginal urethrolysis, exploration of the obturator and adductor fossa for mesh removal on (B)(6) 2015 due to complications of obturator sling surgery, post partial removal of mesh, disabling pelvic pain, groin pain, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation patient experienced pain erosion, infection, bleeding, dyspareunia, vaginal scarring, neuromuscular and urinary problems. The patient underwent excision of extruded mesh due to exposure on (B)(6) 2012. (B)(4). Dyspareunia; urinary problems; mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.